Event description:
Material no.: 4461a, batch no.: 0004177456. It was reported that debris was found inside trays. Verbatim: (B)(6), ''not enough information provided'' hello please see the pic below. This item was sent from our local warehouse (B)(6). As becton dickinson is the manufacturer I felt that it was important enough to share with you that these came in unsterile. Debris has been found in these trays lot # 0004177456.

Manufacturer narrative:
(B)(4). Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available.

Event description:
Material no.: 4461a. Batch no.: 0004177456. It was reported that debris was found inside trays. Verbatim: srg, not enough information provided. Hello please see the pic below. This item was sent from our local warehouse azdc in chandler, arizona. As becton dickinson is the manufacturer I felt that it was important enough to share with you that these came in unsterile. Debris has been found in these trays lot # 0004177456.

Manufacturer narrative:
Based on the photo sent by your facility, it was determined that personnel may be related to the reported defect if the instructions for use are not followed properly. This may be related to personnel due to debris falling onto the tray as observed in the tray through photographs. Master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. This event will be track and trended h3 other text : see narrative.